Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer was experiencing unexplained high glucose for the past couple of days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure tests and the tests passed. The customer called back requesting assistance in changing her basal rates. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.